Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced interrogation issues. It was determined that this was due to the battery of the device reaching end of life (eol). No changes were performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a left ventricular assist device (lvad) was provided and it was decided to turn the therapy off since there are no plans for replacement of the device. Additionally, it was discovered that the patient received a shock, it could not be determined if this was appropriate or not since the device cannot be interrogated. No further adverse patient effects were reported.